Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct for information inadvertently left out of b5. Additional correction: the customer's complaint was not confirmed upon inspection by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (device snapped, and movement was restricted) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
The patient did great and was monitored the whole time; there was no adverse health effect to the patient attributed to the delay. There was no medical intervention required as a result of the reported problem. The device malfunction did not affect the diagnostic outcome of the procedure. There we no other devices connected to the subject device when the failure occurred.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope snapped. The angulation became locked and could not be disengaged (movement was restricted). The issue was found during a colonoscopy. The procedure was completed with a similar device with a 5-10 minutes delay during which the surgical technician changed to a functional device. The customer confirmed the device was tested before use. No errors were displayed before or after the device broke. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bending section rubber had dents and scratches. Light guide lens had scratches. Bending section rubber glue had crack. Distal end plastic cover had dents and scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.